Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, e1( site country), g3, g6, g7, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: e1(event site email address), h4.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the power management board was faulty and replaced it. The iabp was fully checked and all is now okay. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an intermittent battery charging issue while connected to the mains power. There was no patient involvement, and no adverse event reported.